Event description:
It was initially reported that the company rep was requesting a replacement system because her programming wand was giving her some difficulties. She states the rubber around the cord going into the wand is coming off and sometimes she has difficulty with the communication on the wand. She states she has always been able to get it to work by moving the cord around, but she is afraid that it will stop working. The programming system was returned to the MFR for analysis but it has yet to be performed.